Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to surgical technique; however, a conclusive determination could not be made.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "correct handling of instruments is extremely important. Most instruments are not intended to be modified, notched, bent, etc. As notches, scratches or other damage and/or wear in the instrument occurring during surgery may affect the performance of the instrument or contribute to breakage." The following sections could not be completed with the limited information provided. Initial reporter. Device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent an acl procedure on (B)(6) 2015. During the procedure, metal filings separated from the drill at the femoral drilling site. All filings were removed from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.